Event description:
A customer reported to baxter corporate product surveillance a clearlink buretrol solution set in which a no flow was observed. According to the report, there were creases along the tubing that cause the flow to be interrupted. It is unknown when the alleged defect occurred. There were no reports of patient involvement, patient injury, adverse events, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.